Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Acu watchdog failure alarm was found in the event history log. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. No speaker issue was found. The firmware of the device was updated as a firmware release corrects the issue of pumps falsely identifying a paa system failure in most, but not all conditions. There may be instances when the alarm loudness is set to level 1 (quietest) that the pump alarms for paa system failure when there is no issue with the audible alarm. When infusing critical medications, ICU medical recommends setting the alarm loudness level between level 2 and level 5 (loudest) to ensure paa system failure alarms do not occur. In addition, the plunger assembly, top case, plunger pcb, lead screw, right and left clutch were replaced.

Event description:
It was reported that the device keeps alarming speaker error. There was no patient involvement reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.